Manufacturer narrative:
No unexpected off no power alerts and low battery alerts were noted during testing. The insulin pump passed the displacement and off no power tests. The operating currents were within specifications. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received the off no power alarm without receiving a low battery alert prior to the alarm. The customer's blood glucose was unknown. The customer confirmed this as the second occurrence of the alarm upon checking the alarm history of the insulin pump. The customer did not drop or bump the insulin pump. The customer was using a (B)(6) aaa alkaline battery. The customer's battery cap was fine. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.